Manufacturer narrative:
Pump passed rewind, basic occlusion, prime/a33 and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during testing. Unable to perform occlusion test and a21 error test due to motor error alarms. Pump passed self test and all operating currents tested with in the specific range and passed off no power test. Pump received with broken reservoir tube lip noted.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during bolus delivery. Customer's blood glucose was 459 mg/dl. The customer was treated injections. The customer drive support car appears normal and device was exposed to high magnetic field. The customer was wearing the device through the airport scanner. The customer didn't received an e70 alarm. Customer stated they are able to rewind. During the troubleshooting the motor error occurred during primming. The customer was advised that the device required replacement and to revert to a backup plan.